Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited an increase in pace impedance measurements and pacing threshold measurements. The patient has third degree heart block and is dependant. Boston scientific technical services discussed the pacing impedance measurements were still within range, however the increase along with a rise in pacing threshold measurements was not ideal. A revision procedure took place and the device was explanted. The device and rv lead were successfully replaced. No additional adverse patient effects were reported.